Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00245, 3008452825-2020-00246, 2182269-2020-00046, 2030404-2020-00036, 2030404-2020-00037. During a radio frequency ablation procedure, a cardiac tamponade occurred. At that moment, ablation had been done at the lateral side of the left atria. There were two ablation lines; the first was at the rich area between the left atrial appendage and the left superior pulmonary vein. The second was a mitral isthmus line ablation. The patient became hypotensive, heart rate increased and the patient lost consciousness. An ultrasound revealed a cardiac perforation located next to the transseptal puncture location. A pericardiocentesis was performed guided by ultrasound and fluoroscopy, fluids were increased, and medication was administered (akrinor). The physician reported that there were no performance issues with any abbott devices. The physician stated that the incident maybe has been caused during or after transseptal puncture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.